Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level to read "high," but the specific value was unknown. The customer administered a correction bolus via the pump to manage the high blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.